Event description:
It was reported the bipolar lead impedance was low, 200 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported the bipolar lead impedance was low, 200 ohms. It was later reported that the right atrial (ra) lead also had a low sensing value. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that the sensing value was low, where the atrial sensing value was at ~0 mv over course of s2d timeframe. There was also low atrial impedance/resistance, with atrial impedence stable at ~150 ohms.